Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate it was impossible to release from the start. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48557. Ees #.980252/j. Endopath endoscopic multifeed stapler: based on the visual examination, the instrument could not be fired because the instrument was received with 4 staples in the nose; the nose expanded and the lifter was in the "up" position. The expanded nose may have attributed to the instrument being difficult to release from the trocar. No conclusion could be reached as to how this occurred.